Event description:
It was reported that during preparation for a peripheral stenting intervention procedure, a premature deployment occurred. The target lesion was located in the superficial femoral artery. While advancing the 7 x 78 x 1350 sentinol vascular stent over an unspecified .035" guidewire, the guidewire was unable to be advanced through the last third of the catheter due to a kink in the shaft. When the physician was pulling back the wire, the sheath moved and deployed the stent outside the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during preparation for a peripheral stenting intervention procedure, a premature deployment occurred. The target lesion was located in the superficial femoral artery. While advancing the 7x78x1350 sentinol vascular stent over an unspecified .035" guidewire, the guidewire was unable to be advanced through the last third of the catheter due to a kink in the shaft. When the physician was pulling back the wire, the sheath moved and deployed the stent outside the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluation: the tuohy was in the closed position. There were kinks in the outer shaft 6.5cm and 8cm from the edge of the exterior hub. The stent was protruding 22mm from the distal end of the exterior shaft. The outer diameter of the returned non-bsc guidewire was measured and the measurements were consistent with a .035" guidewire. The inner diameter of the wire lumen was measured and met specifications. The guidewire was loaded into the tip and completely advanced through the wire lumen encountering resistance in the location of the shaft damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).